Event description:
A report was received that the patient was experiencing frequent charging issue with the ipg. The ipg was no longer able to hold as much charge as it used to. The physician recommended a revision procedure.

Manufacturer narrative:
Additional information was received that the patient was able to charge the ipg and decided not to have a revision. No further course of action.

Event description:
A report was received that the patient was experiencing frequent charging issue with the ipg. The ipg was no longer able to hold as much charge as it used to. The physician recommended a revision procedure.